Event description:
It was reported that fluid leaked onto the floor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. The model and serial number were not able to be obtained as the device was not made available for testing.

Manufacturer narrative:
Device was not made available by customer.

Manufacturer narrative:
It was originally reported that this was not a stryker device. An error was made by the service technician and was confirmed that this was a stryker device.

Event description:
It was reported that fluid leaked onto the floor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
With communication from the stryker technician, this device was not a stryker device.

Event description:
It was reported that fluid leaked onto the floor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. The model and serial number were not able to be obtained as the device was not made available for testing. With communication from the stryker technician, this device was not a stryker device.